Event description:
Npb received info that in 2003 the pt's airway; a #6 tracheostomy, decannulated with the inner cannula remaining attached to the ventilator circuit. The customer alleges that with this circuit configuration, the achieva ventilator did not alarm during the disconnection.